Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began one day prior to contacting lfs. On the evening of the previous day, and once again on the morning of the next day, the patient attempted to test his blood glucose with the subject meter but was unable to obtain a reading due to the meter powering off. The patient claimed he did not take any action regarding his diabetes treatment as a result of the alleged issue, but did report that he felt "shaky" after the issue started. At approximately 9am on original date, the patient treated self for low blood glucose symptoms with food and/or beverage, and reportedly felt better afterwards. At the time of troubleshooting, the cca confirmed that the patient had not replaced the battery in the subject meter as recommended in the owner's booklet. In addition, the patient confirmed that the battery indicator was appearing on the meter's display. Replacement products were sent to the patient. This complaint is being reported because the patient claims, he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.